Event description:
The patient was having a mitral valve replacement and upon coming off bypass a leaflet was "stuck" or restricted in motion on the new valve and the patient continued to have mitral regurgitation as visualized on transesophageal echocardiography (tee). The patient had to have a second bypass run and replacement of the valve. The defective valve prolonged the patients surgical time.